Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: during investigation, the pump black box showed no evidence of cs 006 call service alarm. The pump history down load was partially corrupted. The battery compartment was found to be undamaged. The battery cap was not returned. A test battery cap was used for all testing. During testing, the ¿ez-prime¿ steps were performed correctly with no cs 006 alarm or other warnings occurred. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be shattered. Evaluation revealed that the eeprom component had failed. The complaint of a call service alarm issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.